Event description:
Manufacturer report number: 2017865-2023-14261; 2017865-2023-142640. It was reported that the patient received inappropriate shocks on (B)(6) 2023 and scheduled to receive programming changes. It was noted during routine measurements that the defibrillatory impedance was high and above the normal range. Right atrial (ra) and right ventricular (rv) lead noise was observed post shock for ventricular fibrillation (vf) and venticular tachycardia (vt). Automode switch episodes showed rv lead noise. The patient was in the intensive care unit for covid. The ra and rv leads were confirmed to be failing. The patient was stable with no adverse reactions with limited exposure due to covid. The patient later on underwent a procedure to explant the system on (B)(6) 2023. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field events of inappropriate therapy and pacing issue were not reproduced in the lab. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.